Event description:
Same case as 2134265-2008-04530, 2134265-2008-02889 and 2134265-2008-04529. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004, the pt presented with unstable angina. Two days later, a cardiac catheterization was performed where the physician placed three taxus express2 drug eluting stents. The 90-95% in-stent restenosed lesion in the right coronary artery (rca) was pre-dilated with a 3.0 mm maverick balloon and a cutting balloon, but there was still a hazy lesion. At this point there was a severe spasm in the proximal to mid rca which was relieved with nitroglycerin. The 3.0 x 20 mm taxus express2 stent was then deployed at 12 atms for 30 seconds across the area of in-stent restenosis with timi iii flow achieved and 0% residual stenosis. The physician then attempted to advance a 2.5 x 12 mm taxus express2 stent, but was unable to cross the lesion. Predilatation was then performed with a 2.0 mm maverick balloon to 8-10 atms, but this was undersized and the residual stenosis was 50%. The 2.5 x 12 mm taxus express2 stent was deployed at 12 atms for 30 seconds. The pt did take an inspiration during the deployment and the stent shifted slightly, but seemed to cover the lesion adequately. There was a 20-30% step-up in the stent. A third lesion was identified in the om2 and was pre-dilated with a 3.0 x 15 mm cutting balloon. A 40% residual stenosis remained in the proximal to mid segment. A 3.0 x 12 mm taxus express2 stent was deployed to 12 atms resulting in 0% residual stenosis. There was associated spasm which was relieved with nitroglycerin. In 2005, the pt presented with chest pain, acute st segment elevation and acute anterior wall myocardial infarction. Angiography revealed a totally occluded stent in the rca. This lesion was pre-dilated with a 2.5 mm maverick balloon which restored timi iii flow. Due to some residual haziness the physician utilized a 2.75 mm cutting balloon., mild haziness was still present in the proximal end of the stent "probably some associated thrombus". Integrilin, nitroglycerin, nipride, normodyne and vasotec were administered. In 2006, the pt presented with unstable angina and non-st elevation myocardial infarction. The 90% in-segment restenosis in the om1 was pre-dilated with a maverick 2.0 x 15 mm balloon. A taxus express2 2.5 x 12 mm stent was overlapped with the previously placed stent and deployed at optimal pressure. Post dilatation was performed with the taxus 2.5 x 12 mm balloon. Aspirin, plavix, coreg and an ace inhibitor were prescribed post procedure. In august 2006 the pt presented with chest pain and elevated blood pressure. Angiography revealed acute stent thrombosis of the om. Angioplasty was performed with a 2.5 mm maverick balloon. Ivus indicated some underdeployment of the om stent. A 3.0 x 20 mm quantum maverick balloon was used to dilate the stent from 2.5 mm to close to 3.0 mm. Balloon angioplasty was performed again in the distal cx with a 2.5 mm balloon. Nitroglycerin, reopro, angiomax and nipride were administered. No further complications were reported. The pt admitted being noncompliant with medications due to cost. The pt was discharged on plavix and aspirin and instructed on the importance of continuing medications as prescribed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.